Event description:
It was reported that the patient¿s device had migrated from their chest area into their breast. They also noted that if it was dark they could see yellow lights flashing under their skin. Due to the migration their chest hurts and the battery felt like it was hanging and they could feel the leads under their skin. They could push on the leads and make the stimulation change. The patient wanted the device removed but their physician would not explant the device because they smoked and the hcp wanted them to find a doctor to prescribe them pain medication. The issues started with the device migration.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was implanted in april for occipital which was off-label. The patient seemed to be doing ok. At the patient's first follow-up appointment, a month after the implant, she was having relief, but was complaining about implant site pain. A few weeks later the patient called the manufacturer's representative (rep) and said that the battery had fallen into her breast and felt like the battery was hanging in her neck. The patient told the doctor there was a pressure in her head and the stimulation was not right. When the stimulation was being readjusted, the patient got uncomfortable stimulation and started cussing and screaming and left the office screaming that she wanted it taken out. The patient was very angry and wanted to have the pain management doctor prescribe post explant narcotics before she has the device explanted. She was extremely angry with the office and stated that she was still using the device for pain, she just did not want it to remain implanted. The rep told the patient that she could adjust the device, but there was nothing more she could do for her. It was noted the patient asked the representative to try to talk the physician into removing the device as soon as possible. When the implanting physician would not explant the device unless the patient found a doctor to prescribe her pain medication, the patient demanded that the rep find a doctor to take the device out. While the patient indicated the issues of the implantable neurostimulator (ins) moving and flashing lights under the skin started in (B)(6) 2015, the rep's first inclination of the issues was a week prior to the report as at the one month appointment, the patient was fine. The patient wanted the device explanted and found a pain management physician with whom she could meet with in (B)(6). The doctor just wanted to move the battery pack, but the patient wanted it out.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. (B)(4).